Manufacturer narrative:
Correction: h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'had an uso' was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of "upstream occlusion!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an ultrasonic sensor out of specification. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of upstream occlusion was not reproduced due to reload set at the air detector. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred during programming. There was no patient involvement. No additional information is available.